Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of 911 call was 955 mg/dl. The customer was admitted to the hospital. The customer is still in the hospital waiting to get released. The customer stated that she don't want to troubleshoot. The customer was able to report the hospital visit and will monitor pump.